Event description:
It was initially reported that the company representative's handheld had a cracked and the screen is unable to be seen. It is unknown how the screen got cracked. He pulled the handheld out of his bag and found it cracked. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Analysis of the returned handheld computer and the associated software has been completed. The cracked screen was confirmed that resulted in the handheld being unresponsive. Analysis determined the event was likely related to user mishandling or improper storage. No issues were observed with the software.